Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump screen was shut down. Customer stated they went to the lake and pump started vibrating. The customer was assisted with troubleshooting and display did not returned back. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black customer returned device for an alleged blank display and exposure to moisture found on (B)(6) 2022. The device powered up properly after battery installation. The pump passed the self test, displacement test and active current measurement. However, the device had a high sleep current measurement. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. Pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to electrical board 1. However, corrosion was found on the electrical board 1 and 2 force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator¿assembly noted. The original electrical board 2 was cleaned, installed in a test electrical board 1, case, internal battery and motor. Powered the device on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original electrical board 1 was cleaned, installed in a test electrical board 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The device had a high sleep current measurement due to corrosion on the electrical board 1 and electrical board 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads and a scratched case. Blank display was not confirmed. However, unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm due to corrosion on the electrical board 1 and electrical board 2. During visual inspection, corrosion was also found on the force sensor and motor assembly noted. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.